Event description:
Boston scientific (bsc) crm received information when this patient's advocate called bsc asking about the device recall information. The caller stated the patient's device needs to be replaced in 2010 and never worked correctly since it was implanted. Technical services (ts) was contacted and recommended the patient contact their physician. There have been no previous allegations against the device reported by medical personnell to this date.one year later, the device was returned. There have been no additional allegations since.

Event description:
--

Manufacturer narrative:
As of this report, the device remains inservice. The bsc sales representative was contacted and was not aware of these allegations. Should additional information become available, this event would be updated.the device is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing concluded this device was not affected by the fm2 advisory.